Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024, in order to explant the device due to unspecific medical reason. The patient also underwent skin revision procedure and was re-implanted with a transcutaneous osia implant system during the same surgery.